Event description:
The iab was inserted on 8/9/96 in the or via a cut down. (68 year old white female. Diagnosis: open heart CABG) at 9:08 am in sicu, hi pressure alarms sounded on the pump and the nurse noted flecks of blood in the tubing. The pt was taken back to the or for removal. There were no reported complications.